Manufacturer narrative:
The device referenced in this report has returned to olympus for evaluation. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report is not confirmed. The housing shows normal wear. The device has the new type switch. There is a non-olympus lamp with 50+ hours, and the light output is within specifications. There is corrosion in the air tubing. The scope socket is worn out causing intermittent use of high intensity mode. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that an evis exera iii xenon light source had communication errors while using several unspecified scopes. Communication could be re-established by cycling the power during the procedure. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the communication error was likely because image transmission and communication between the endoscope and the video processor via the light source was hindered due to the looseness of the endoscope socket. Additionally, it is possible there was an accidental failure of the parts on the circuit board and the abnormal image or the scope communication error occurred.